Event description:
The pt was implanted with a vented electric lvad in 8/2001. On 3/2003, the hospital vad coordinator reported a pt on a vented electric lvad who was on pneumatic back up operating mode utilizing a drive console and stroke volume limiter (svl) broke the svl. The pt was resting in bed when pt's stroke volume limiter broke apart at the pt side of the pneumatic line, where it connects to the diaphragm. The pt was switched to a back up svl and there was no injury to pt.